Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised due to cuff tear on (B)(6) 2021. Approximately 420 days after the first surgery. The surgeon explanted 1 3-4 pegs glenoid (s), 1 offset head (43x17) and 1 double taper (0). The surgeon implanted 1 centered glenosphere (36), 1 glenoid baseplate (24/3), 1 humeral cup (36/3), 1 post extension (6), 1 locking screw (30) and 3 locking screw (20).